Manufacturer narrative:
The customer¿s report of a communication error was confirmed. The pcu event log showed that on (B)(6) 2016 at 12:00pm, the system was powered on. After selection of the ¿adult general¿ profile and inputting of a new patient ID, the ¿channel select¿ key on pump module s/n (B)(4) was selected. Eighteen seconds later, the pump module lost power and a channel disconnect alarm occurred. The pca module was removed and the pcu was powered down. Visual inspection of the pcu showed that the left (female) iui connector had contamination on the contact point of each pin. The right (male) iui connector had corrosion forming on several pins and a damaged isolation rib between pins 5 -6. Pump module s/n (B)(4) was not returned for investigation. The module release latch on pump module s/n (B)(4) did not move freely and was caked with dried residue. The metal support bracket of the module latch was bent. This was not a factor in the communication error. During functional testing, communication could not be established between the pcu and a test pump module when the pump module was attached to the left side of the pcu. The devices functioned normally when the pump module was attached to the right side of the pcu. The cause of the loss of communication was determined to be the contamination of the pcu's left iui connector. Device not received, log review only.

Event description:
The customer reported that the system was sent to biomed for a communication error, which could not be reproduced during testing. The iui connectors were not replaced at the time. The module release latch on pump module s/n (B)(4) (attached to the right side of the pcu) was reportedly damaged, and was not changed at the time. Pump module s/n (B)(4) was put back in use after replacement of the ail sensor assembly and completion of preventive maintenance. There was no report of a patient event.